Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: follow up received from affiliate: additional information requested: did any broken component of device fall into patient? No. If so, was component retrieved from patient? Na. Was there any change to procedure or post op patient care? No. The analysis results showed that one ems device was returned non-functional. The device was disassembled to verify the integrity of the internal components; the return spring was found disengaged from the driver link, as a result of the driver link being broken. Although no conclusion could be reached as to how the damaged to the driver link occurred; it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, with the first stroke (firing on omentum ) something broke off inside the device. Another ems was opened and this worked fine. Operation was completed without further problems. No patient consequences reported.